Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard console unable to start was confirmed during the event log review but not during functional testing. The root cause was determined to be an overflow of coolant into the airtrap chamber. Visual inspection was performed and noted the signs of the previous fluid leak in the airtrap chamber. The airtrap chamber was sealed to prevent the re-occurrence of the fluid ingress. Event log data was downloaded and noted mid: 09 (airtrap assembly) error message during reported event date. The thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended.

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4)) was unable to start. No error message was noted by the user when the issue occurred. The same issue repeated after restarting the console. Following this, another console was used for ivtm treatment. No impact or known patient consequence was reported.